Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported during the patient's PICC insertion process, after the puncture was successful and the guide wire was delivered, after the needle was withdrawn, it was found that the tail edge of the guide wire was uneven, making it impossible to feed the skin expander. Therefore a new puncture is required. No other information was provided.